Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted as part of investigation on legacy complaint (B)(4). Review of the device history records did not reveal any related manufacturing deviations or anomalies.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat pain and limited mobility due to avascular necrosis (avn). The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. The surgeon notes that the patient¿s poor bone quality due to avascular necrosis. Patient received a revision of the right knee to treat pain, instability, and walking difficulty secondary to progression of preexisting femoral avn and tibial tray loosening. Upon entering the joint the surgeon identified and excised scar tissue. The femoral component was well-fixed but revised. The surgeon notes the preexisting femoral avn lesion had progressed, consuming approximately 70% of the distal metaphysis. The tibial tray was loosened and debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patella was well-fixed and retained. The patient received competitor revision products utilizing depuy cement x 5. The procedure was completed without complications. Doi: (B)(6) 2013. Dor: (B)(6) 2019; right knee.